Manufacturer narrative:
Correction: the prior submission was submitted inadvertently for the event of leaking eva tpn bags. Upon clarification, there was no report of leaking bags; therefore the devices are no longer suspect. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered before treatment. There was no patient involvement. No additional information is available.